Event description:
It was reported that during the operation, the universal modular electric/battery double trigger handpiece had stopped. Even after replacing the battery, the device still was not working. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.